Manufacturer narrative:
Date received by manufacturer: 21nov2019. Date of report: 22nov2019. The customer ordered a cable to address the reported issue and stated the issue was addressed. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned to failure investigation, therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21nov2019.

Event description:
It was reported that the ventilator had multiple calibration error codes. There was no patient involvement.